Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. Investigation determines that there was no causal relationship between the objective evidence and the alleged event; the alleged event is unconfirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported via phone that the patient¿s liberty cycler experienced m31 air detected in cassette warning in fill 1 of 4 (0ml of 2,500ml). Fluid leak was discovered. Fluid was discovered during treatment complete - step 9 remove cassette. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from unknown source. Patient was advised to dry it off as best you can, leave it to dry overnight; then, retry the cycler for the next treatment and call if they encounter any issues. Patient would like to make a request to have the font darkened on the cycler because it's very hard to read. The issue occurred during treatment. There was patient involvement, but no harm, or adverse event associated with the event. Upon follow-up, the patient confirmed the reported event. The patient stated the fluid leak was noted at step 9 of cycler treatment after the cycler alarms and treatment was cancelled, and as the patient opened the cassette door. Despite the fluid discovered, patient confirmed that no fluid leaks were experienced from the solution bags used during treatments during the reported event. No fluid was observed on top of the cart. The patient confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they did not patient complete treatment using continuous ambulatory peritoneal dialysis (capd) on the night of the reported event. The patient stated they have continued receiving m31 air detected in cassette warning messages during subsequent treatments the past three nights as well and have not been able to complete pd treatments. The patient confirmed there were no issues with fluid leaks during subsequent treatments. The patient stated they are working with his peritoneal dialysis registered nurse (pdrn) to resolve the issue. The patient confirmed the cycler set (cassette) used was discarded and was no longer available to return for investigation. The implicated set lot number was unable to be provided during the call.

Event description:
A peritoneal dialysis (pd) patient reported via phone that the patient¿s liberty cycler experienced m31 air detected in cassette warning in fill 1 of 4 (0ml of 2,500ml). Fluid leak was discovered. Fluid was discovered during treatment complete - step 9 remove cassette. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from unknown source. Patient was advised to dry it off as best you can, leave it to dry overnight; then, retry the cycler for the next treatment and call if they encounter any issues. Patient would like to make a request to have the font darkened on the cycler because it's very hard to read. The issue occurred during treatment. There was patient involvement, but no harm, or adverse event associated with the event. Upon follow-up, the patient confirmed the reported event. The patient stated the fluid leak was noted at step 9 of cycler treatment after the cycler alarms and treatment was cancelled, and as the patient opened the cassette door. Despite the fluid discovered, patient confirmed that no fluid leaks were experienced from the solution bags used during treatments during the reported event. No fluid was observed on top of the cart. The patient confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they did not patient complete treatment using continuous ambulatory peritoneal dialysis (capd) on the night of the reported event. The patient stated they have continued receiving m31 air detected in cassette warning messages during subsequent treatments the past three nights as well and have not been able to complete pd treatments. The patient confirmed there were no issues with fluid leaks during subsequent treatments. The patient stated they are working with his peritoneal dialysis registered nurse (pdrn) to resolve the issue. The patient confirmed the cycler set (cassette) used was discarded and was no longer available to return for investigation. The implicated set lot number was unable to be provided during the call.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported via phone that the patient¿s liberty cycler experienced m31 air detected in cassette warning in fill 1 of 4 (0ml of 2,500ml). Fluid leak was discovered. Fluid was discovered during treatment complete - step 9 remove cassette. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from unknown source. Patient was advised to dry it off as best you can, leave it to dry overnight; then, retry the cycler for the next treatment and call if they encounter any issues. Patient would like to make a request to have the font darkened on the cycler because it's very hard to read. The issue occurred during treatment. There was patient involvement, but no harm, or adverse event associated with the event.